Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited pause episodes due to undersensing. No intervention was performed and patient condition was unknown. The patient will continue to be monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited pause episodes due to undersensing. No intervention was performed and patient condition was unknown. The patient will continue to be monitored.